Event description:
We received a report that a tecnis 1 piece multifocal intraocular lens (iol) zmb00u0155 was explanted after the patient was dissatisfied with their visual outcome. The report indicated the patient was fine and another iol was placed during the same procedure.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow up information indicated the replacement intraocular lens was a tecnis multifocal zmb00 16.5 diopter placed in the patient's right eye at the time of the explant. The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the lens is cut into pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens optic is damaged and scratches are present. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens, additional analysis is not possible. Manufacturing records were reviewed. The production order was produced without deviation or non-conformance. There were no process or material changes. There were no non-conforming materials reports. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant date (B)(6) 2013. All pertinent information available to the manufacturer has been submitted. Placeholder.